Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recorded two pacemaker mediated tachycardia (pmt) episodes. In addition, two atrial tachy response (atr) episodes were inappropriately stored due to oversensed noise on all channels. Technical services (ts) discussed the noise appears to be electromagnetic interference (emi), and the health care professional (hcp) confirmed that the artifact occurred during the implant procedure. Ts reviewed the pmt episode and determined the rhythm was pacemaker driven and ended appropriately. The field representative adjusted the post-ventricular atrial refractory period to reduce the chance of more pmt episodes occurring. No adverse patient effects were reported. This crt-d remains in service.